Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent an unknown procedure on (B)(6) 2018 and suture was used. The suture strand broke during a procedure. Same strand broke twice and not much force was being used. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/15/2019. Device evaluation summary: investigation summary: it was reported performance breakage suture. An empty opened box and ten unopened samples of product code z451, lot mem397 were returned for analysis. During the visual inspection of ten unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of strand and no defects or damage were noted. A functional test was performed to samples and the tensile force results met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture were found and tested samples met the finished good requirements.